Manufacturer narrative:
(B)(4).

Event description:
It was reported that episode of non-sustained rv oversensing due to lead noise was observed. Device reprogramming and further assessment is planned. No further information available.